Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for separation of the stopper and shield with the incident lot was observed. Additionally, testing of the customer samples was performed and all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for stopper/shield separation with the incident lot was observed. Additionally, testing of the customer samples was conducted and stopper/shield separation was not observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® lh pst¿ ii plus blood collection tubes there was an issue with the rubber part of stopper remains on the tube.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® lh pst¿ ii plus blood collection tubes there was an issue with the rubber part of stopper remains on the tube.